Event description:
It was reported that the device doesn't start infusion. Per reporter, the device froze and was not allowing possible infusions. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ruptured. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso sensor was not functional. The dso seal and dso sensor/bezel were all replaced.